Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue or leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported inflation issue could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and mild calcification in the right common iliac artery. The armada 35 balloon catheter was prepped with no issues noted. The armada 35 was advanced without resistance to the lesion; however, the balloon would not aspirate or inflate. The balloon never was inflated. The balloon catheter was removed from the patient's anatomy and no damage was noted to the device. A non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.